Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a turbohawk device for the treatment of a moderately calcified lesion in the mid right superficial femoral artery (sfa). The vessel was reported to be slightly tortuous. It was reported that the cutter would not close and was jammed when trying to advance the thumbswitch. The technician explained that the cutter thumb switch would not advance forward when trying to close the cutter inside patient. The blade jammed and would not close while in use in the patient. The device was safely removed from the patient. No deformation noted in the cutter. The procedure was completed with another device. No patient injury reported.